Event description:
The facility reported a colleague infusion pump where the "manual tube release moves during power up." This event occurred upon power up; however, it is unknown in which care area this event occurred. This condition had the potential to interrupt delivery. According to the facility representative, there was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a manual tube release that moves during power up was confirmed and reproduced during product evaluation. The root cause was assigned to a defective pump head module with a "sticking camshaft". The pump head module was replaced in order to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.